Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), air was detected several times during the air test. It was suspected that the air came from the guide handle. A replacement sgc was used to complete the procedure. Two clips were implanted with no reported issue, reducing mr from grade 4 to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash (loss of fluid column during prep) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation identified the leak on the sgc (steerable guide catheter) as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.